Manufacturer narrative:
The customer¿s report that cytoxan infused faster than expected was not confirmed. However, during testing the secondary infusion was observed back flowing into the primary IV bag. The pcu event log shows that on (B)(6) 2017 at 2:25 pm the pump module was programmed to infuse a primary infusion at 999ml/hr. A secondary infusion of cyclophosphamide non-bmt was programmed to infuse at 275ml/hr. At 3:27 pm the rate was changed to 250ml/hour. At 3:49 pm, the secondary vtbi was changed to 5ml. At 3:51 pm, the secondary completed. At 4:21 pm, the primary infusion vtbi was changed to 200ml. At 4:42 pm the module was channeled off. Functional testing performed on the pump module found the device operating within specifications. Functional testing of the primary administration set resulted in backflow from the secondary to the primary indicating a faulty check valve. It could not be determined with certainty that this was the cause of the reported event. The root cause of the cytoxan infusing faster than expected was not identified.

Manufacturer narrative:
Concomitant medical products: 72213n; 2420-0007; pri tubing; 1000 ml baxter bag ndc 0338-0049-04, lot number: y232793, exp: oct 18 0.9% sodium chloride injection; 500 ml baxter bag 2b8013, lot number: d16l14033, cyclophosphamide and sodium chloride injection attached to 72213n; phaseal adapter., the device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cytoxan (2,625 mg in sodium chloride 0.9% 500 ml) was expected to infuse over 2 hours, and infused faster than expected in 60 minutes. There was no report of patient harm.